Manufacturer narrative:
Concomitant medical products: 407645 lead and 407658 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was given antibiotics due to an implantable pulse generator (ipg) system infection. The ipg system remains in use. The patient is a participant in the evolutr_lr study. No further patient complications have been reported as a result of this event.